Event description:
It was reported that the patient is deceased. Manufacturer records indicate that the pacemaker system was implanted less than three weeks prior to the patient death. No additional information was provided. According to the medical examiner, the cause of death is unknown, pending toxicology results.

Event description:
Additional information was received from the medical examiner indicating the cause of death as perforating intraoral gunshot wound to the head.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.